Event description:
The following has been reported: nurse reported: "on (B)(6): nurse left the pump with a message saying primary secondary light, unable to manipulate face." On (B)(6): noted multiple high priority alerts in systems dashboard for flow control status failure safety processor status failure dated on (B)(6). However, no recurrence when powered up for log pull. When did incident occur? Before use. Injury or adverse reaction? No. Stopped an active infusion? No. Drug administered: unknown. Power reset performed? Yes. Outcome after reset: issue resolved." A preliminary review identified the following issue: mechanical hardware failure (av assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an av assembly failures. Log files were reviewed and battery 2 failures were present. The batteries were replaced during repair. The device will be sent through the repair process before the device is sent to the test line for full functional testing.